Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is likely to cause or contribute to patient injury. Device issue: separated shaft. It was reported that during insertion of a promus stent delivery system (sds), in a very calcified lesion using force, the shaft was broken in the middle. The sds was withdrawn completely and a second promus stent was attempted; however, the shaft of this promus sds also broke in the middle. The devices were not able to cross the lesion. No patient effects were reported. No additional information is available. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the hypotube. There was contrast on the balloon, on the distal shaft, and in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 21.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were four kinks in the hypotube, 17 cm and 20.5 cm distal to the strain relief tubing and 2 cm and 41 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. The tip seal length was 1 mm. A snap gauge was used to measure the other diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.